Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system had a gas blender error, and it could not be cleared. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.